Event description:
It was reported that following the software update, an error was displayed when attempting to interrogate a device. Technical services provided assistance in resolving the issue by directing the client to reload the new software. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.